Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the air from the cartridge. Tandem technical support educated the customer on cartridge labeling. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.